Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure a hydratome rx sphincterotome was inserted down the endoscope and positioned at the common bile duct. During the sphincterotomy, the cutting wire broke. No part of the wire fell into the patient. The sphincterotome was removed from the patient. A second hydratome rx sphincterotome was used to complete the procedure successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is not known. However, the patient was noted to be between (B)(6) old. A visual examination of the returned device revealed that the working length was twisted, the exposed cut wire was broken and the broken cut wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The cut wire appeared discolored from use and the broken ends of the cut wire appeared burnt/blackened. Further analysis of the retracted cut wire found that it had broken flush with the proximal pierce hole. The outer diameter of the exposed cut wire was measured and met specification. Additionally, the cut wire was measured and was found to have broken approximately 17 mm from the distal pierce hole, which based on the cut wire length specification, reveals that a wire fragment of approximately 1mm to 5mm may have separated from the device. The condition of the returned unit was consistent with the complaint incident that the cut wire broke. During manufacturing, tome devices are 100% inspected for working length/cut wire integrity so the break likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): the device has been received for analysis and preliminary investigation results indicate that approximately 1 - 3 mm of cut wire was missing and not returned. The customer complaint indicates that no part of the wire fell into the patient. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Additional information: the physician confirmed the return of the correct device, but indicated that he was unaware if part of the cut wire had detached during the procedure. The physician further indicated if a fragment did detach in the patient he would have no concerns with a piece being left behind as it would likely pass.